Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: customer was doing suctioning manuever when presented with the tf's additionally they could not easily bring the machine to start ventilation again.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4 follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that during ventilation, the ventilator entered safety mode during suction manoever. The patient was moved to another device. Never the less, the event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles the ventilator switched to safety mode after suctioning maneuver. The recommended correction was to install the latest software version, as safety ventilation is prevented in software version 2.0.7 and later. It was confirmed that the software was updated to the sw 2.0.9. If the same technical faults are triggered, the ventilator will enter safety ventilation mode. In this state, ventilation is maintained, and the patient can be transferred to another ventilator in a controlled and safe manner.

Event description:
The following was reported to hamilton medical ag: summary: customer was doing suctioning manuever when presented with the tf's additionally they could not easily bring the machine to start ventilation again.

Event description:
The following was reported to hamilton medical ag: summary: customer was doing suctioning manuever when presented with the tf's additionally they could not easily bring the machine to start ventilation again.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).